Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: leakage of the body.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-aug-2023. H6: investigation summary: bd received a q-syte closed luer access device from lot 2280068 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage or defects. Next, the engineer performed a leak test by flushing the device with a 10ml luer lok syringe and leakage was observed coming from the vent hole. The device was then inspected microscopically and no damage was observed to the top disk but the bottom disk had a quarter circle tear near the outer rim of the disk. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that the leak was caused by damage to the bottom disk. This damage was determined to be manufacturing related.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: leakage of the body.